Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a novasure procedure was performed. The doctor performed a hysteroscopy before the procedure and found no issue with the cavity, moved on to the novasure procedure, and found that the array would only open to .7cm. The doctor removed the device, reseated, and successfully opened the array greater than 2.5 cm, and moved to the cavity assessment which failed, the doctor attempted the assessment once more and failed again. Removed the device and performed repeat hysteroscopy and discovered the perforation. Staff reported that the doctor believes the perforation occurred during the attempt to reseat the device to fully open the array. The procedure was aborted after the discovery of the perforation; the patient was fine, did not require any additional intervention, and was not kept for additional observation. No additional information available.